Event description:
Reported as an over infusion of intralipids. No pt harm or medical intervention reported. Clinical biomed reported pump has been placed back into svc. Customer reported no clinical info will be provided per hosp policy. Several calls placed to risk mgr specialist for clinical info with no response back. There is no device history on file to indicate repairs performed at cardinal health svc ctr.

Manufacturer narrative:
Pt info requested and all available info is included.